Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rise in pacing impedance and capture threshold were observed. The non-pacemaker dependent patient was asymptomatic. The lead remains implanted. The patient will continue to be monitored.